Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer found no lights on either the drawer controller or the module controller and determined that the issue had been caused by the drawer controller on 3.2 and replaced the drawer controller and the module controller, then booted the device and logged into the hardware test application and updated the firmware on the new controller and ran a final test on the drawer, the test passed and rebooted and configured the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, half height drawer 3 was not detected on bus and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.